Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced four infusion sets adhesive issue in which patch did not stick to skin upon insertion and high blood glucose event which was treated by correction injection via multiple daily injection on (B)(6) 2026.